Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 6 cm in diameter at time of implant. It was reported the patient was lost to follow-up and presented with abdominal tenderness, back pain and right testicular pain. There was minimal proximal aortic neck remaining and a large proximal type 1 endoleak was present due to loss of proximal seal zone from the severely angulated aortic neck. The aneurysm was found to be approximately 9 cm in diameter. It was also reported the patient did not have a CT scan in over 15 months and there was no obvious component separation found. It was elected to perform a surgical conversion with removal of the stent graft. The iliac limbs were found well incorporated/embedded and were therefore, transected and left in-situ. No additional clinical sequelae were reported and the patient is fine.